Manufacturer narrative:
(B)(4). Unable to determine the cause of the fluid leaking through the filter air vent because the set had been discarded by the customer. The root cause of this failure could not be identified.

Event description:
Customer reported a wet filter and fluid leaking through the filter air vent hole. The medication infusing was a diuretic cocktail infusing at 1 ml/hour and 0.9% sodium chloride infusing at 0.5ml/hour. Customer reported all drugs are going through one filter. The sets are connected with multiple tri set extensions which are then attached to the filter which is connected closest to the pt. The filter was in use 24 hours when the leak was noted. No pt harm or medical intervention reported. Customer stated that no further pt/event info is available.